Event description:
The customer contact reported a tubing separation. The tubing set was being used to infuse an unspecified solution. After an unspecified length of time in use, the tubing separated from the t-connector. There were no reported adverse patient effects. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was received. Investigation is not completed.